Manufacturer narrative:
Corrected serial to (B)(4).

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Customer sent the logs to technical support, there was no high pressure visible in it. Technical support presuming that the high pressure happened while the unit was off

Event description:
The customer reported that the oxygen high pressure inlet connector of the bellavista unit got damaged. There was patient involvement with the said event but no harm was reported

Manufacturer narrative:
Result of investigation: technical support analyzed the reported event through email and event logs. It was seen on the logs that the supply pressure was 10.57 bar and the limit of the inlet connector is 4.00 to 7.00 bar only. Because of high pressure the o2 hose inlet connector on the inspiration block got damaged. Technical support assumes that someone applied too high inlet pressure while the machine was switched off. As the result of the findings, the root cause is user fault.